Event description:
Stent deployment balloon ruptured at 10 atmospheres. Abrupt vessel closure associated with st elevation, msvt, and angina. Resolved with ic adenosine and ic nipride. Vessel closure possibly due to air released from balloon when it ruptured.